Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon was unable to be successfully inflated and deflated. Reportedly, the whole scope along with the device was pulled out of the patient. Wire clippers was used to remove the balloon from the scope. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.